Event description:
A report was received for pt who began to experience pain and discomfort at 3:00 a.m. In 2002 while wearing focus night & day lenses. They fell back to sleep without removing lenses. Upon waking, they experienced increase in pain and noticed white spot on right eye. They presented to reporting o.d. With suspected midperipheral superior corneal ulcer around 12:00 position, presumed to be infectious. Treatment begun with acular, ibuprofen, cyclogel and ciloxan q5 for first six hours, then decreased to every hour thereafter. Distance visual acuity 20/20 prior to incident. Current acuity unknown at this time. Pt has history of wearing focus night & day lenses on a 3 week continuous wear schedule. Incident occurred towards end of replacement schedule. Lens & lot number not available for eval. Culture not performed. Follow up visit scheduled for next day. No further info available at this time.